Event description:
Consumer complaint of low blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 140-180 mg/dl fasting. Verified the strips expire 09/25/2017. Customer confirms the strips are stored testing supplies in her kitchen. The customer did not confirm when the test strips were opened. Review meter memory: 71 mg/dl, (B)(6) 2015, 10:15:00 am, fasting: yes; 144 mg/dl, (B)(6) 2015, 09:54:00 pm, fasting: yes; 121 mg/dl, (B)(6) 2015, 06:39:00 am, fasting: yes; 144 mg/dl, (B)(6) 2015, 11:07:00 pm, fasting: yes; 162 mg/dl, (B)(6) 2015, 07:27:31 pm, fasting: yes. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference user reused test strip user's test strip had poor fill. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 140-180mg/dl fasting. Verified the strips expire 09/25/2017. Customer confirms the strips are stored testing supplies in her kitchen. The customer did not confirm when the test strips were open reviewed meter memory: (B)(6). No adverse event reported.